Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels ranging to 360 mg/dl, which was addressed with a bolus delivered via the pump. The customer accidentally calculated the incorrect amount of carbohydrate (carb) for their bolus delivery with the pump, therefore not receiving enough insulin to cover the actual amount of consumed carbs. The customer reported entering the incorrect amount due to user error, and not the pump. Tandem technical support advised the customer to discuss the event with a healthcare provider.